Event description:
Date of insertion of the line was (B)(6) 2014 - the district nurse contacted hosp to say that there was a small leak at the exit site when the line was flushed on (B)(6) 2015. They were reportedly advised to come to the unit the following day for review. The line was allegedly removed on the (B)(6) 2015 due to if repaired would not be in optimum position.

Manufacturer narrative:
A lot history review (lhr) of reyc0173 showed three other similar prod complaints from this lot number. The device has not been returned to the MFR for eval.